Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received from the manufacturer representative reported that the leads had been replaced. The cause of the impedance issue was the connector to the battery. The patient was brought back into the operating room and the pocket was opened so the leads could be reconnected to resolve the impedance issue. The issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was rep reports she found out today that the patient (pt) needs to have his leads replaced because he is not getting good coverage. The rep stated they just did an inter-op the connectivity check which was good, but post-op contacts 11, 12, 13, 14, 15 are all >40k ohms. Rep is going to talk to the doctor about this issue to decide if they need to go back into the or for a lead connection issue. The issue was not resolved through troubleshooting.